Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low or high bg levels were not confirmed on (B)(6) 2017. There were twelve bolus requests made on (B)(6) 2017. The screen of the pump was unlocked with the ¿1, 2, 3¿ sequence before each bolus request was made. Multiple bolus requests were made without the user entering their current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No load sequences were observed on the date of the reported issue on (B)(6) 2017 at 10:28:04 pm, the cartridge was removed by the patient. At 10:29:04 pm, a new cartridge was inserted. At 10:36:40 pm, an alert 14 - incomplete fill tubing alert had annunciated due to the patient not completing the load sequence. The alert was then cleared and load sequence was completed by the user. An "unlock successful" was observed prior to the load sequence. No failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump initiated the load sequence and started delivering insulin without the customer navigating to the load screen. The customer disconnected from the pump "before much insulin was delivered". Tandem technical support (cts) inquired if the customer could upload to t:connect for a review of the data logs; however, the customer refused. There was no information provided regarding impact on the customer's blood glucose level. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.